Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not clipping or clamping properly. No fragment fell into the patient. The customer used a backup instrument to complete the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event date was confirmed to be (B)(6) 2024. The instrument was inspected prior to use, and nothing was observed out of the ordinary. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue is related to the instrument remaining static/not moving when the surgeon commanded movement. The issue is not related to unexpected motion of clip applier while attempting to clip. The issue is not related to an unsuccessful clip application. The issue is not related to clip opening after closure of the clip. The weck medium-large clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue was resolved with a backup same clip applier instrument. The instrument will be returned to isi for evaluation. There are no photos and/or videos of this event available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the clip applier instrument involved with the event to perform failure analysis. The clip applier instrument was analyzed and found to have a derailed grip cable. The instrument failed the intuitive motion test. Imprecise motion was observed. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.